Event description:
The customer reported that there was a loudspeaker fault inop and no more sound on the x2 connected to a monitor. It is unknown if the device was in use at time of event, and there was no adverse event reported. A remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.

Manufacturer narrative:
Corrected data: (B)(6).